Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. The media file shows a valve dislodged to the ascending aorta. The dislodgement event was not captured; however, it was reported that the nose cone interacted with the evolut frame causing it to dislodge. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of aortic insufficiency was paravalvular leak (pvl).

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in the patient's native annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve and prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the non-medtronicguidewire. Upon withdrawing the dcs, the nosecone caught the cage of the valve and caused the valve to dislodge. Following valve dislodgement, minor aortic insufficiency was observed. Subsequently, the patient was taken to surgery to explant the transcatheter valve, and a surgical aortic valve was implanted. It was noted that a 2 hour procedural delay occurred.